Event description:
A laser endoscopy procedure was in progress when the surgeon reported that his eye became irritated. He moved away from the telescope eyepiece until the problem disappeared. The doctory stated that he thought some smoke came "back through the eyepiece". No treatment was needed.